Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system behavior was consistent with expected performance: the user received multiple alerts for low insulin, high blood glucose, and occlusion, and the device transitioned into bg run mode after cgm signal loss. Insulin delivery ceased due to the reservoir being empty, and no corrective actions were taken by the user for an extended period. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user-related contributing factors, including failure to replace the insulin cartridge, delayed response to occlusion and high bg alerts, and lack of manual bg entries during bg run mode, resulting in prolonged hyperglycemia and the development of diabetic ketoacidosis (dka).

Event description:
On (B)(6) 2025, the patient was hospitalized for dka. Emergency medical services (ems) was called due to the patient being incoherent and vomiting. Ems confirmed a bg 600 mg/dl. The patient was transported to the hospital, treated with intravenous insulin, and discharged on (B)(6) 2025.